Event description:
It was reported by repair work order that the emts lost control of the cot going down a set of stairs, and the unit tipped with a patient on it. There was patient involvement; however, no adverse consequence or clinically relevant delay in treatment was reported.